Event description:
New information received notes the right ventricle lead was fractured and the lead was capped and replaced on 22 mar 2023. The patient was in stable condition.

Event description:
New information noted that the right ventricle lead was capped and replaced on 22mar2023. The patient was in stable condition.

Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the right ventricle lead exhibited a high pacing impedance. No intervention was performed. The patient was in stable condition.